Event description:
It was reported that the patient was dizzy, fell and broke their ankle possibly due to loss of capture on the right ventricular (rv) lead. The lead remains in use. No other patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).